Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 650 mg/dl and ketone level was high. Manual injections were administered, water and fluids were consumed to address bg/ketones. Cause was of event was not reported. As the elevated bg had been resolved at the time of the report, recommendation was made for the customer to discuss the event with a healthcare provider. Although multiple attempts were made by tandem technical support to follow up with the customer, no reply was received.